Event description:
The hcp reported that the patient's pump flipped which caused the access port to be inaccessible. No specific patient symptoms were reported. During the device pocket revision, a kink was visually identified in the catheter section passing through the subcutaneous tissue. The proximal catheter was revised by splicing and the patient recovered without sequela. The pump was used to deliver morphine 10 mg/ml at 5.6 mg/day. Please see MFR. Report # 3004209178200701689.